Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. However photos were provided confirming the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: g2.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. The records indicate the patient underwent a right knee revision on (B)(6) 2021 for an unknown reason. The revision operative notes were not available at the time of review. Doi: (B)(6) 2016; dor: (B)(6) 2021; right knee.